Event description:
It was reported that the coil was stopped in the microcatheter. Failure analysis discovered that the proximal end of the coil was damaged.

Manufacturer narrative:
The sl-10 microcatheter was not returned. The microcoil system was returned cleaned. Located distally off the resheathing tool, the dpu protrudes outside the sheath for a length of 40.5 cm. No mechanical sheath damage was found. Located proximally 22.0 cm off the distal tip of the green introducer is the ball tip. As viewed through the sheath, there is compression damage to the proximal end of the coil. As viewed through the sheath, no other damage was found at this time. The compression damage as viewed outside the sheath. The coil's socket ring was pushed down inside the outer sheath. Except as noted, the remainder of the coil is undamaged. The coil was returned damaged. The evidence strongly suggests that distal interference inside the microcatheter contributed to the coil becoming stuck during advancement. It cannot be determined if the source of this interference was of a fixed or detached nature. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.